Event description:
The customer reported the system displayed poor image quality and intermittently failed to boot.

Manufacturer narrative:
A ge service representative performed an on site investigation. The hard drive was replaced and software reloaded. The system was tested and found to be working as intended, and put back into service.